Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).

Event description:
It was reported that the atrial lead dislodged during open heart surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.